Event description:
The patient reported that with 4 v-go's, the needle button popped out hours into use. The patient stated that when she was bending over, the needle button popped out and she could feel the needle stabbing her. The patient mentioned that she presses on the middle of the needle button during initial needle insertion. The patient disposed of the worn v-go's .